Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 5.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During procedure, upon fourth inflation, it was noted that the balloon ruptured at 6 atmospheres for 30 seconds. The device was simply pulled from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.